Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the needle broke off the suture during the cuff closure during tlh. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes. The needle was left in the patient. Additional information requested but not yet received from account.